Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation of an unspecified issue with the rewind, load, or prime step. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/20/2012.

Manufacturer narrative:
(B)(6) correction number 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 01/20/2012. The pump has been returned and evaluated by product analysis with the following findings: during investigation, the rewind, load, and prime sequence was successfully completed. There was no evidence of loss of prime warnings or other related alarms in the history. The pump was exercised for 24 hours with no loss of prime warnings being duplicated. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. The force sensor shim was found to be contaminated. Unrelated to the complaint, a crack was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.